Manufacturer narrative:
(B)(4). Date sent: 1/14/2020. H2: additional information received: "the device was discarded for contamination reasons and there were no patient consequences, just delay in the surgery due to replacing of device."

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information and to retrieve the device: were there any patient consequences? If yes, please describe. To date, no response or device has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the trocar head was detached from cannula. Procedure was successfully completed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). If follow-up, what type: additional information received: it was confirmed the only delay in procedure was to replace the device, there was no patient consequence, and the device was discarded by the account and therefore cannot be returned for analysis.

Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of photo, the following was observed: the first, third and four photo show paperwork of device. The second photo shows a trocar with the cap of the sleeve slightly detached from the obturator. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.